Event description:
It was reported that a user experienced hyperglycemia while using the ilet following a missed meal announcement after dinner; the user reported a highest cgm reading of 359 mg/dl and noted the ilet was delivering correction doses, with a subsequent cgm of 344 mg/dl. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no injury, no medical intervention beyond routine device-driven correction, and no hospitalization. Investigation included customer communication and troubleshooting with education on proper use, including instruction not to enter a late meal announcement and to allow the system to correct. Investigation of this case revealed user error related to a missed meal announcement with no evidence of device malfunction or component failure. It was concluded, based on previously established findings for similar reports, that the cause was user error and use not in accordance with instructions.

Manufacturer narrative:
Initial.